Event description:
Device 2 of 2, MFR report # 1627487-2018-01008. Additional follow up revealed that issue of infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, MFR report # 1627487-2018-01008. It was reported that the patient developed an infection at cervical pns lead site 3 weeks after operation. As a result, patient's entire scs system was explanted on (B)(6) 2018. Patient was given oral antibiotics (keflex) and culture was taken during the explant. Note: this patient had two scs systems. This complaint is in regards to the one implanted on (B)(6) 2017.